Manufacturer narrative:
Product complaint # ==> pc- (B)(4). Patient codes: e13 - kidney and urinary tract (e13) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - what is the procedure date? Unknown - what date did the post-op bladder spasms occurred? Unknown - was there any medical or surgical intervention performed to treat the bladder spams (re-operation; hospital re-admission; steroids or antibiotics prescribed)? If so, please clarify. Yes, patient admitted - what is the most current patient status? Good/home - can you identify the lot number of the product that was used? No - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? Thinks it caused the spasms since he used the product three times and each patient had bladder spasms if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and absorbable hemostat was used. The patient experienced bladder spasms post-operatively. Additional information was requested